Event description:
It was reported that during a pta treatment procedure to dilate a 75% stenotic lesion in a dialysis shunt, the balloon ruptured. The physician initially tried to inflate the balloon to 16 atm but was unsuccessful. The balloon was then inflated to 13-14 atm, when the balloon ruptured and the distal portion and inner shaft apparently separated. The procedure was completed successfully. No patient injury or complications were reported.